Event description:
It was reported that the drainage tubing came off from the y-connector during collecting the pt's blood. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The complete device was not returned for evaluation. However, a section of the tubing and y-connector was returned. Both parts were measured and were found to be within the specification limits. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision (s) not to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at that facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review and is now submitting this MDR.